Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report numbers 1627487-2022-03044, 1627487-2022-03045. It was reported that the patient's ipg was unable to communicate with external devices, deeming the ipg inoperable. Additionally, the patient's leads had migrated, causing ineffective therapy. In turn, surgical intervention was undertaken wherein the system was explanted and replaced. Postoperatively, the patient has effective therapy.